Manufacturer narrative:
The reported event of an unsuccessful termination of a ventricular tachycardia episode was confirmed. The device detected the arrhythmia and delivered therapy appropriately, but was unsuccessful in terminating the rhythm.

Event description:
It was reported, the patient was hospitalized due to an episode of ventricular tachycardia (vt) / ventricular fibrillation (vf) correctly recognized by the device and treated effectively. While in the hospital the patient received atp therapies for additional vt episodes. The atp was unable to break the arrhythmia. The device then provided a shock which accelerated the arrhythmia into vf and the device provided 6 more shocks and was unable to terminate the arrhythmia. External defibrillation was used to terminate the arrhythmia. The patient was stable.